Event description:
Boston scientific received information that this left ventricular (lv) lead was attempted at implant, however pacing was not being delivered. The lead was not used and another lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Additional information was received indicating this product is no longer available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--